Event description:
On (B)(6) 2018, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, it was reported that the patient had a potential partial buried bumper and that the tubing would be replaced. On (B)(6) 2025, it was reported that during the tubing replacement procedure, it was found that the patient did not have a buried bumper but had a 3 centimeter x 3 centimeter abscess to the left of the stoma. The patient had an incision and drainage of the abscess and was prescribed unknown antibiotic treatment.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Abscess is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.